Event description:
It was reported that the product was overtorqued and had a cracked housing. No other info was provided by the sales rep: this didn't happen on a pt. The cusa was opened prior to start case and it was then revealed that it was broken. This broken cusa could of been broken by sterile processing dept (spd) or after the last case that the cusa was used. There was no pt contact with this cusa.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.